Event description:
A customer in (B)(6) reported error 6204-ve-20 and error 4052 on their thinprep 5000 processor. It was reported the instrument turned a vial on its side spilling the entire sample. As a result this patient is going to have to be recalled for a repeat sample as the instrument error caused the entire sample to be lost. A hologic field service engineer (fse) was dispatched. Hologic fse confirmed but unable to reproduce error. Ran all non-interactive motion tests to verify instrument operation. Performed inspection per technical documentation. Performed preventative maintenance per technical documentation. Processed samples to confirm operation. Instrument operational. Although the instrument produced an error code during this incident, this is a reportable event since the patient needed to be recalled for additional sample collection, which resulted in a delay in patient diagnosis.